Event description:
During a ptca procedure, cather removal difficulties were experienced. The maverick2 monorail balloon performed as normal, however, during withdrawal it became hung up on the monorial wire exit port. After some time, the physician was able to remove the catheter. No pt injuries or complications were reported. Pt status is listed as "okay".